Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed. The reported unstable stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation could not determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.25x38 mm xience alpine stent delivery system was removed from the coil when it was noted that the stent was not between the markers. This device was not used in the patient. A non-abbott stent was used to complete the procedure. No additional information was provided.